Event description:
It was reported that post-op of a lap hernia procedure there was a bowel injury which was discovered. The patient was moved to itu/htu facilities. Claim is that vision was reduced as camera was dirtied through trocar insertion and this reduced visibility was a factor/reason for the bowel injury.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. (B)(4).